Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. G3: report source, foreign: event occurred in australia. D11: medical product: epoly rlc 36mm 10deg sz24, catalog#: ep-105894, lot#: 587250. Medical product: tprlc 133 type1 bm so 12.0, catalog #: 51-113120, lot#: 3472129. Medical product: mh solid shell ha/pc 54mm ln24, catalog#: 131154, lot#: 3514262. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. Regulatory assessment determines that the occurence of the event and the risk remains within the acceptable limits identified in the risk management report. A review of the complaint database has found 2 similar complaints for this item code: 650-0660. There were no trends identified from the complaint history review. No same lot numbers, no same hospitals and there are no trends in cause. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the liner and head was revised to a constrained freedom liner/head due to hip dislocating.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: epoly rlc 36mm 10deg sz24 catalog #: ep-105894 lot #: 587250, medical product: tprlc 133 type1 bm so 12.0 catalog #: 51-113120 lot #: 3472129, medical product: mh solid shell ha/pc 54mm ln24 catalog #: 131154 lot #: 3514262. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has underwent an initial hip arthroplasty on an unknown date. Subsequently, the liner and head was revised to a constrained freedom liner/head due to hip dislocating.